Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing became unattached could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had a component separation issue, resulting in leakage. The following information was provided by the initial reporter: "the tubing became unattached from the 0.2 micron filter that is in the tubing set. It became unattached before the fluid entered the filter. This caused a minor hazardous drug spill in the IV hood."

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had a component separation issue, resulting in leakage. The following information was provided by the initial reporter: "the tubing became unattached from the 0.2 micron filter that is in the tubing set. It became unattached before the fluid entered the filter. This caused a minor hazardous drug spill in the IV hood.

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4): a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.